Event description:
Display system frozen. Hewlett packard trouble shooting advie was followed and total display outage occurred. Internal biomedical engineer could not fix the problem. Service rep. Called,. Display system down x 22 hoursinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 20.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, electrical tests performed, other. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.